Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "unit screen froze" (no display or display failure). A nurse reports that the system's touch screen froze during the case. Another system was used to complete the case. No pt impact was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated one additional, related report for this system. There were no samples returned for evaluation and no additional information provided related to this event; therefore, steps could not be taken to replicate or confirm the reported event and the root cause is unk at this time. An internal investigation has been opened to investigate this issue. (B) (4). (B) (4). (B) (4).